Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 64-year-old female patient was admitted with de novo cardiomyopathy. The md attempted to place an impella 5.5, however, was unable to advance it into the aorta due to the patient anatomy. Md unable to pass 5.5 from axillary artery into aorta due to patient anatomy. The decision was made to place an impella cp via axillary site.